Event description:
Foley catheter was inserted prior to x-ray. It appeared intact and the balloon inflated properly. The catheter was taped to the child's leg, and the diaper was reapplied. When the diaper was removed, pieces of the catheter were found. Allegedly the catheter appeared brittle. It was reported that the pt urinated the pieces of the catheter out.